Event description:
It was reported the lens was removed and replaced without complication due to the patient's refractive surprise.

Manufacturer narrative:
The iol diopter was measured and confirmed to be correct as labeled. The results of our analysis reasonably suggests this event is not manufacturing related.